Event description:
It was reported that the patient experienced shortness of breath (sob). The right ventricular (rv) lead exhibited elevated thresholds in bipolar configuration. Initially, the rv lead was reprogrammed to unipolar configuration, and capture management increased unipolar outputs to approximately maximum, triggering recommended replacement time (rrt) in the implantable pulse generator (ipg), triggering mode change, causing the patient's sob. Approximately six weeks later, the rv lead was capped and replaced and the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: sesr01 ipg, implanted: (B)(6) 2018; evolutpro-29-us valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.